Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-29, serial/lot #: (B)(6), ubd: 21-nov-2027, UDI#: (B)(4). The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the valve was positioned with no issues at 3-4 millimeters (mm) on the non-coronary cusp (ncc) and 4-5 mm on the left coronary cusp (lcc). Following removal of the guidewire and the pigtail catheter, the final tab was released, upon which the valve moved ventricular. Subsequently, the patient's hemodynamics began to decline, and it was observed that the outflow of the valve was causing a coronary occlusion. Subsequently, the valve was snared into the descending aorta, and a second valve was implanted successfully. It was noted that a 1 hour procedural delay occurred as a result.